Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this device has exhibited behavior which required episode clarification from technical services due to induction noise. The anomaly was around sense b electrode noise and vector programming. There were no adverse patient effects and technical services was able to provide an explanation to the observed device behavior. To date, this device remains implanted and in service with no further complications.